Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported they noted a tubing that backed up and leaked blood while connected to a patient in the nicu. There was no report of harm.

Manufacturer narrative:
The customer¿s report of a tubing leaking was confirmed. Inspection noted that there was a crack along the valve top which also ran along the threads of the valve side. A leak was observed during an attempted fluid push. Testing was performed by attempting to first push fluid within a lab syringe through the extension set. It was observed that the fluid was unable to be pushed through. The syringe was then attached to the other valve connected to the bifuse extension set and the fluid was attempted to be pushed through. It was observed that the fluid was able to be pushed through the attached samples and exit as expected. No obvious leaks were observed during this attempt. The customer report of a ¿tubing¿ leak was confirmed, however the leak was observed from one of the maxzero valves and not on the tubing. It is presumed the customer used the word ¿tubing¿ to describe the entire as-received set configuration. The root cause of the leak was due to a crack on one of the valve components. The root cause of the observed damage was not identified.

Event description:
The customer reported blood backing up and leaking occurred from a set while connected to a patient in the nicu. There was no report of harm.